Event description:
It was reported that the keypad and the buttons of the insulin pump were unresponsive. The customer performed troubleshooting by removing the batteries and the cap, and by setting the device for 24 hours. All of the buttons were not sensitive. The customer's blood glucose was unknown. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked case at the display window corners and minor scratched display window.